Event description:
It was reported that the bd micro-fine¿+ pen needles was damaged, and needle was contaminated. The following information was provided by the initial reporter, translated from chinese to english: that the outer package of the needle was damaged, and the needle was contaminated.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7 pcs retention samples were checked on primary packaging, no failure found. Based on the investigation above, the certain cause cannot be concluded now. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles was damaged, and needle was contaminated. The following information was provided by the initial reporter, translated from chinese to english: that the outer package of the needle was damaged, and the needle was contaminated.